Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It was reported that the active tip melted during use. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint from the same facility and 2 dissimilar complaints from other facilities for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that his vapr s90 electrode was arking and turning off during a shoulder arthroscopy. The sales rep also state that some of the plastic around the tip melted off. The sales rep reported that the device was activated in the patient. The generator setting were 240 120, neptune was used for suction. The case was completed by the time the failure began to occur. The sales rep was not present for the case. The device is not being returned as it was discarded by the customer. There were no patient consequences or delays.